Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that during the trial of the humeral cup, when it came the time to remove it. A plastic clip under it broke and make the trial unstable. Review of received data - no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the trial humeral cup was returned for investigation. The visual examination shows that a piece of the oval taper was broken. On the non broken side of the taper there are circular marks visible. This circular marks can also be detected on the location where the breakage is located. There is also some material abrasion visible (around the taper). This circular marks must have been occurred with any manual force applied to the device. The device was manufactured in 2006, that means the device was on the market for more than 10 years. It is not known how many times the device was used in surgeries. The broken piece of the instrument was not returned for investigation. Conclusion summary - the trial cup was sent for investigation. The visual examination showed that a part of the taper was broken. On the taper itself there are circular marks visible. This circular marks can also be found on the starting point where the breakage of the taper is located. It can be assumed that the device was mishandled by the user. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation . No surgical report or x-rays were provided for review. A lot number was received for the instrument, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using an anatomical shoulder reverse, trial humeral cup, +9, 0, retro during surgery on (B)(6) 2016. It was reported that during removal, a plastic clip under the trial cup broke and made the trial unstable. All the parts were removed from the patient and no delay was mentioned.